Event description:
The patient was seen after becoming symptomatic. Initial measured data indicated >65,534 ventricular noise events. The ventricular lead was replaced, and intermittent over- sensing was again noted. At this time the magnet rate was 85 ppm and the battery impedance was 4200 ohms. The next day ECG verified noise. The sensor was programmed off and the device went to end of life mode. The patient was completely pacemaker dependent and the device was replaced.